Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1(event site name): (B)(6).

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had gas loss in iab circuit alarms. No harm reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The issue was not replicated, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA.  As a result, no follow up emdr is necessary.  Please cancel in your database.

Event description:
N/a